Event description:
It was reported that an alarm occurred due to an occlusion event. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin administration.